Manufacturer narrative:
Date of event is estimated.

Event description:
A medwatch report#: mw5187851 was received stating that the patient experienced symptoms like shocking sensation, pain and incontinence. Additionally, the patient experienced an infection at an unknown site. As such, surgical intervention took place wherein the device was explanted to address the issue. Patient was hospitalized to address the issues. The date of explant is unknown. Investigation was unable to determine which of the leads attributed to the issue.